Event description:
An alcon 30g irrigation cannula disengaged from a 3ml bd luer lock syringe at the end of a cataract extraction surgery. It caused an unk injury after penetrating the iris. At 1-day post op pt had lp vision. This remains unchanged at 10 days. Possible luer lock failure, incompatibility of devices, failure to inspect, failure to properly test or secure during use. Contents are from alcon custom eye pack (B)(4). Reason for use: intraocular irrigation of wound and stromal hydration.